Manufacturer narrative:
One medfusion pump was received in good physical condition with no appearance of any external damage. The event history log was reviewed and there was a force sensor bridge test error. The pump was started up and the reported issue was able to be replicated. The plunger cable no longer operated as a result of normal wear; the pump was over 8 years old. The plunger cable was replaced to resolve the issue. The force sensor was replaced as a preventative measure. After replacing the force sensor, plunger cable and the plunger board, the pump continued to give the force sensor test alarm. The main board was also replaced.

Event description:
Information was received indicating that a smiths medical medfusion pump had a force sensor test alarm. There was no patient involvement.